Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with insulin pump. Customer's blood glucose level was 408 mg/dl. Customer advised their infusion set came off multiple times. Customer's blood glucose level continued to rise and they treated themselves with a manual injection. Customer was advised on how to utilize different site areas when inserting the device into their body. Customer advised they were unable to process all of this information as they were driving. Customer advised they would call back to further troubleshoot.